Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and went to have their device checked. It was noted that the left ventricular (lv) lead exhibited a high threshold when it was last measured by the device feature that monitors the pacing amplitude threshold and adjusts lv outputs. The lv lead remains in use. No further patient complications have been reported as a result of this event.